Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument in the second quarter of the procedure, while the surgeon head was in the 3d viewer the surgeon was not able to move the instrument wrists properly. The movements of the instrument were scale appropriate but diminished and not in the intended direction. There were no delays/lag during movements. There were no frictions or any collisions during the procedure. When the or team deinstall the instrument from the arm, and removed the tip cover, the first assistant observed and noticed that the cords were broken. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument did not move in the intended direction. The movements of the instrument were not opposite direction but diminished, due to the broken cord. The instrument didn¿t have a smooth/continuous movement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.